Event description:
The customer observed a falsely elevated troponin result for one patient while using the architect stat troponin-I assay. The customer provided the following result: initial 0.1 ng/ml (the cut-off used by the customer is 0.028 ng/ml) the specimen was tested at a different lab and was below the sensitivity. No retest data was provided. There was no adverse impact to patient management reported.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, in-house testing, a search for similar complaints, and a review of labeling. An accuracy testing protocol was executed using a representative lot (17200un13) as the lot number was not known by the customer. The testing met acceptance criteria which determined the reagent is performing acceptably. Tracking and trending did not identify an adverse trend for the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information a product deficiency of the architect stat troponin-I assay 02k41 was not identified.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted when the evaluation is complete. An evaluation is in-process.